Event description:
It was reported the pt alleges he did not receive pain relief from his trial scs system in (B)(6) 2011 and therefore, he should not have received a permanent scs system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.